Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's charger was unable to turn on, and therefore, it could not communicate with the patient's ipg. A replacement charger was sent to the patient; however, it is currently undetermined whether the replacement device resolved the issue. No further information is available at this time. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.